Manufacturer narrative:
Two new devices were returned for evaluation. As received, there was no particulate of any kind observed in any of the samples. No mating device was returned. The complaint of particulate matter cannot be confirmed based in the used physical sample evaluation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - device received 6/12/2023.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter in which the customer reported that after the nurses prepare their lines by attaching the spike to the saline, then attaching the intravenous (IV) line, and when priming saline, plastic is noted within IV line chamber. When un-spiking the IV line, plastic is noted to be seen in spike hole at base of the device with IV line spike intact. The events were noted during priming. No medication was being used with the products. The other product used were several IV lines with list numbers: vlsp90, vlon72, vltr42 and vlst02 from fresenius kabi. There was no patient involvement, no harm was reported as a consequence of this event. This is report 1 of 2.